Event description:
It was reported by the surgical technician ,that the device was used during a laparoscopic cholecystectomy. On firing, would not close all the way. When releasing, two clips fell out and into the patient. The customer was able to retrieve the clips through the trocar. A second device was opened and the procedure was completed without consequence to the patient.

Manufacturer narrative:
Results - broken cam. Eval summary: the analysis results confirmed that one device was received in good visual condition. The instrument was cycled, fed and formed the remaining clips with manufacturing specifications. The instrument was noted to have sticking issues. No incident related to the reported event was observed during the batch record review.